Event description:
Caller states during a correlation study the following coaguchek system 1/coaguchek system 2 results were obtained: patient 1: coaguchek system 1: 3.6 inr/coaguchek xs system 2.6 inr; patient 2: coaguchek system 2: 4.1 inr/coaguchek xs system 2.9 inr; patient 3: coaguchek system 2: 4.2 inr/coaguchek xs system 3.1 inr; patient 4: coaguchek system 3: 1.5 inr/coaguchek xs system 2.0 inr; patient 5: coaguchek system 3: 2.5 inr/coaguchek xs system 3.4 inr. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with patients are: for suspect device in coaguchek system 1; for suspect device in coaguchek system 2; for suspect device in coaguchek system 3.